Event description:
It has been reported to philips that the allura xper fd10/10 system x-ray was not possible. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure, and the procedure was completed by moving the patient to another cath lab room . The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Upon inspection, fse determined that the image processing pc(ippc) was faulty. The fse replaced the lateral ippc and reinstalled software for ippc. After replacement of the lateral ippc and reinstallation of software for ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.